Event description:
It was reported via repair work order that the upper lifting bar was cracked in two where the upper switch assembly attaches to the bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.